Event description:
The patient reported uncomfortable stimulation with the implant. The pt was seen by an advance bionics representative for device evaluation. The problem was confirmed. Explant surgery has been recommended.